Event description:
Nurse was cleaning a sterilizer. She moved the container that the solution was in and some of the product splashed into her eye. Nurse rinsed the eye with solution at the eyewash station for about 15 minutes.